Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis determined that probable cause was unable to be determined. Scans thickness and spacing are not optimal for stealth. Trace patterns covered the skull and did not cover enough distinctive anatomy such as the nose. Some trace points appeared below the skin surface and others above the skin surface. Used investigation technique to auto refine scan model then re-apply the same set of user-collected trace points. In some cases, was able to see an improved registration metric after auto refine used. Reported issues likely due to poor scan quality and not using auto-refine to improve the model, as well as sub-optimal trace pattern. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. No parts have been returned for analysis. Other relevant device(s) are: product ID: 9735737, software version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site was having difficulty registering their patient. The registration would take a long time to calculate, and then when it completed calculation the registration was off. There was a reported delay of less than one hour and no reported impact to patient outcome. The site finished the procedure by swapping to a different navigation procedure.